Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the needles did not fix correctly and the two threads did not come through [suture retrieval issue]. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a large bore sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: returned device analysis identified that the sheath was broken but held together by the sheath material. A second plunger was also received by the abbott returned goods lab. Analysis of the plunger noted the posterior cuff was returned with all cuff tabs bent [suture retrieval issue]. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The observed damage/ break to the sheath was not reported. Based on further review, the observed separation appears to be related to manipulation such as twisting of the sheath material most likely during post procedure handling. Therefore, the observed separation of the is not related to the reported needle to cuff miss. In this case, additional information was requested, however, no further information has been provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.